Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. A failed transmitter error was also observed. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
Devise was returned for evaluation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdc. Nothing relevant was found in the share log. The product will be held for two years as reportable findings were observed.